Manufacturer narrative:
Investigation included technical troubleshooting with user education, sensor rescan on the ilet app, and pump restart. Investigation of this case revealed successful activation after proper pairing steps, indicating initial pairing failure limited to the ilet. It was concluded that the event was related to pairing and configuration, resolved through guided troubleshooting without further intervention.

Event description:
It was reported that the user experienced difficulty pairing a new freestyle libre 3 plus sensor to the ilet, resulting in no glucose readings and an alert to start a new sensor; the user had toggled cgm settings between libre and dexcom and may have initially scanned the sensor in the libre app before rescreening on the ilet mobile app, after which activation succeeded and readings were confirmed following a pump restart. Symptoms included no glucose data available on the ilet. Outcomes included interruption of cgm data until successful re-pairing.